Manufacturer narrative:
Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
The consumer alleges that the heating pad burned through causing property damage but no injury due to incident.

Manufacturer narrative:
Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. Consumer has not returned product.

Event description:
The consumer alleges that the heating pad burned through causing property damage but no injury due to incident.